Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04), provisional bottom. Visual inspection of the returned item #: 42527000707, lot #: 62849170 found it to exhibit signs of repeated use nicked /gouged. And the anterior of the post feature has fractured off. Not all pieces were returned. The device history record was reviewed. And no discrepancies relevant to the reported event were found. Investigation into this issue determined, that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional had a broken center post. There was no known patient involvement. No further information is available.